Manufacturer narrative:
During investigation it was possible to verify the reported failure (distal end of the bronchoscope was torn off) from returned sample. Based on the simulation test performed, the possible cause of the reported failure could be due to the bending section was not in neutral position when removing the scope from the et tube with excessive force, resulting in the distal end was torn. The production performs 100% inspection on each ascope and this scope was verified in good condition prior to shipment production, technical team and quality control have been made aware of this feedback via quality alert.

Event description:
During a bronchoscopy for secretion retention, the distal end of the bronchoscope was torn off. The endoscope was disposed of. Only the distal end was retained and will be sent in. Patient outcome not affected.